Manufacturer narrative:
Report information (complete?) Has been corrected to "yes." Follow-up #2 contained results of the device analysis.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Correction to follow-up #3 (correction report). Date due revised to 12/21/2023.